Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral mastopexy; superior pedicle, using a full vertical and horizontal t incision. 2 pieces of galaflex (device #1 and device #2) were used. Concomitant procedure included liposuction to lateral breasts. On (B)(6) 2016, delayed wound healing; breast, was reported. No action was taken. Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies the reported delayed wound healing is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of delayed wound healing. As reported the ae resolved with no medical intervention. Medical affairs has assessed the patient¿s delayed wound healing as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represent the galaflex (device #1). An additional MDR has been submitted to report the galaflex (device #2). Not returned - remains implanted.